Event description:
Patient reported experiencing elevated blood glucose (approx 350 mg/dl), for the past week. She indicated that, on multiple occasions, she has noticed insulin leaking from adapter's connection to the device. No moisture was evident in the device's cartridge compartment. Patient self-treated with insulin injections.